Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date, additional patient or event details were received which have been added in h11.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where patient's blood glucose became high on (B)(6) 2024 because tubing connector turned white or showing a white spot in the tubing connector. Patient's blood glucose returned to normal after the tubing was replaced. There was no stress or pull on the tubing. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.